Event description:
It was reported to philips that the system was unable to boot. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting which resulted in power on self-test. To resolve the issue, the fse reseated the host pc cables. After reseating the host pc cables, the system was returned to use in good working order.